Event description:
Follow-up revealed that no pre-explant malfunction was suspected and that only the low battery ifi condition led them to indicate "vagal nerve stimulator malfunction" in the operative notes. There was no indication of any pre-surgical anomaly other than the low battery condition. Analysis of the returned lead portions confirmed discontinuities of both positive and negative quadfilar coils in the body region of the returned lead portions. Stress induced fractures were noted at some of the fracture points. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Abraded openings found on the outer and inner silicone tubes most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Analysis of the pulse generator revealed an end-of-service warning message which was found to be associated with the output being disabled by the pulse generator, due to the pulse generator remaining ¿on¿ post explant. The pulsedisabled byte would not reset. With the pulse generator case removed and the battery still attached to the printed circuit board, the battery measured 1.988 volts, confirming an eos condition. Data in device memory revealed that 91.424% of the battery had been consumed. The electrical performance of the generator as measured in the product analysis lab indicates that no anomalies exist and the end-of-service (eos) condition is an expected event.

Event description:
A report was received indicating that a patient's vns system had been replaced on (B)(6) 2015. The stated reason for generator replacement was prophylactic due to ifi (low battery) and the reason for lead replacement was high impedance found during the generator replacement surgery. Review of available programming and diagnostic data revealed no anomalies. The lead impedance value on the reported date of explant ((B)(6) 2015) was normal at 1603 ohms. A battery life calculation performed with available data indicated the device had 1.5 years remaining until neos = yes as of the reported date of explant of (B)(6) 2015. Operative notes were obtained and indicated a pre-operative and post-operative diagnosis of "vagal nerve stimulator malfunction." The notes indicate that the patient presented for pulse generator replacement. After removal of the prior generator and attachment of the new generator high impedance was observed. After further inspection the lead was noted to be broken necessitating a full system revision. The physician felt the root cause was the fact that the battery (generator) was right over the bone and held down tight with the pectoralis muscle. A new lead was implanted and connected to the new generator and normal impedance was observed. The notes indicate that the procedure was complicated due to severe scarring of the carotid sheath due to previous revision of the lead (see mfg. Rpt. # 1644487-2010-01436). The explanted pulse generator and lead were returned to the manufacturer and are now undergoing product analysis.